Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (occlusion issue). No additional information was available. Several attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The rewind, load, and prime steps were performed successfully, the pump was run for 24 hours and no occlusions occurred. The pump was opened to find no intermittent conditions to the force sensor circuit. The occlusion issue was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.